Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
Upon review of information provided by the distributor, it was discovered that an expired disposable was used to deliver product manufactured from a bone marrow aspirate concentrate (bmac) procedure. The graft delivery system used by the end customer for the bmac product had expired on 11/2015. The customer did not provide the patient's weight. No medical intervention was required for this event and the patient is in healthy condition. Full patient identifier: mrn (B)(6). The disposable kit is not available for return, because it was discarded by the customer.

Manufacturer narrative:
Investigation: the disposable set was unavailable for return for analysis. Harvest product kits contain multiple components that have various expiry dates. The outer kit label contains the expiry date associated with the component that has the shortest expiry timeframe. However, a definitive cause could not be determined for why expired product was available at the customer site.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: based on the information listed on the shipping slip, use of expired product was confirmed. All product manufactured for this lot passed quality labs and sterilization requirements. Root cause: the disposable set was unavailable for return and root cause investigation. It is possible that the outer kit packaging was discarded, prior to use, which contained the correct kit expiry information, based on the shortest component expiration date. As a result,the customer needs to review individual component expiry labeling to ensure usage prior to expired dates.